Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that about 2 days ago, patient went to increase stimulation and got an error message that said it was putting out the maximum settings. The patient stated they were on program 4 at 2.8 and decreased to 2.5 but could not get back up to the setting that it was on before. The agent asked if the patient had any falls or trauma and the patient stated no falls but semi active and plays tennis and pickleball. They mentioned that since implant they had a tiny bump on the skin where the lead goes into the spine but that had been there the whole time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient states the doctor instructed then to contact the manufacturer. The agent emailed manufacturing representative (rep). On 2025-04-15 a call was received from the patient in regards to the same issue previously reported. The caller stated that they had been having frequent urination and attempted to adjust the device up before getting the error message. Caller stated that they contacted the physician office and spoke to a rep in regards to this issue. Caller stated that the rep told them if patient services couldn't resolve error message to set-up an appointment with them and the health care provider. Caller repeated same information in regards to not being able to adjust stim back up after decreasing.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.